Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments') and pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. 5030255,4050015) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included dysplasia, follicular cyst of ovary, dysuria, vaginal discharge, uterine bleeding and nickel sensitivity. Concomitant products included acetylsalicylic acid (aspirin) since 2005, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol) since 2005. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("infection bladder"), urinary tract infection ("infection urinary tract"), vaginal infection ("infection vaginal"), migraine ("migraines"), headache ("headaches"), memory impairment ("trouble remembering things"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 23 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), rash ("rash all over scalp face between my fingers my toes legs/rash got worse"), pruritus ("legs started itching"), urticaria ("hives all over/hives got worse") and contusion ("bruised from itching so bad"). The patient was treated with diphenhydramine hydrochloride, prednisone and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, memory impairment, dyspareunia, fatigue, rash and contusion outcome was unknown and the pruritus and urticaria was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, contusion, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract infection, urticaria, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: other lot numbers : hcg3040285, 3090285, hcg2110027-inv . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dyspareunia, urinary tract infection. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure fragments. As per pfs: other lot numbers : hcg3040285, 3090285. Lot numbers (5030255, 4050015 and hcg2110027) are all inv. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this is a retention case. All the information including new events contusion, urticaria, pruritus, rash, treatment drug, source document, reporter and references from deletion case (B)(4) has been transferred to this case. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments') and pelvic pain ('pelvic pain') in a 22-year-old female patient who had essure (batch no. 5030255,4050015-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included dysplasia, follicular cyst of ovary, dysuria, vaginal discharge, uterine bleeding and nickel sensitivity. Concomitant products included acetylsalicylic acid (aspirin) since 2005, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol) since 2005. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract), vaginal infection ("infection (vaginal), migraine ("migraines"), headache ("headaches"), memory impairment ("trouble remembering things"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 23 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital hemorrhage ("heavy abnormal bleeding"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal hemorrhage ("abnormal bleeding (vaginal), menorrhagia ("menorrhagia"), rash ("rash all over scalp face between my fingers my toes legs/rash got worse"), pruritus ("legs started itching"), urticaria ("hives all over/hives got worse") and contusion ("bruised from itching so bad"). The patient was treated with diphenhydramine hydrochloride, prednisone and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital hemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal hemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, memory impairment, dyspareunia, fatigue, rash and contusion outcome was unknown and the pruritus and urticaria was resolving. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, contusion, cystitis, dyspareunia, fatigue, genital hemorrhage, headache, memory impairment, menorrhagia, migraine, pelvic pain, pruritus, rash, urinary tract infection, urticaria, vaginal hemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: other lot numbers : hcg3040285, 3090285, hcg2110027-inv. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dyspareunia, urinary tract infection. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure fragments. As per pfs:- other lot numbers : hcg3040285, 3090285. Lot numbers (5030255, 4050015 and hcg2110027) are all inv. Lot number 5030255 - invalid. Lot number 4050015 - invalid. Lot number hcg2110027 - invalid. Lot number hcg3040285 - invalid. Lot number 3090285 - invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2020: quality-safety evaluation of ptc. On 5-jul-2020: pif received. Reporter's information was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In august 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaints. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 5030255,4050015 ,hcg2110027-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included dysplasia, follicular cyst of ovary, dysuria, vaginal discharge, uterine bleeding and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches"), memory impairment ("trouble remembering things"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 23 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, memory impairment, dyspareunia and fatigue outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: other lot numbers : hcg3040285, 3090285. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dyspareunia, urinary tract infection. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure fragments. As per pfs:- other lot numbers : hcg3040285, 3090285 lot numbers (5030255, 4050015 and hcg2110027) are all invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('essure fragments'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 22-year-old female patient who had essure (batch no. 5030255, 4050015, hcg2110027) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy and loop electrosurgical excision procedure. Previously administered products included for an unreported indication: loestrin. Concurrent conditions included dysplasia, follicular cyst of ovary, dysuria, vaginal discharge, uterine bleeding and nickel sensitivity. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), cystitis ("infection (bladder)"), urinary tract infection ("infection (urinary tract)"), vaginal infection ("infection (vaginal)"), migraine ("migraines"), headache ("headaches"), memory impairment ("trouble remembering things"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"), 1 month 23 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, memory impairment, dyspareunia and fatigue outcome was unknown. The reporter provided no causality assessment for device breakage with essure. The reporter considered abdominal pain, abdominal pain lower, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, memory impairment, menorrhagia, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: other lot numbers : hcg3040285, 3090285. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, fatigue, dyspareunia, urinary tract infection. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: essure fragments. As per pfs:- other lot numbers : hcg3040285, 3090285. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Reporter's information and lot number were added. Events added: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), migraines, headaches, trouble remembering things, dyspareunia (painful sexual intercourse), fatigue, essure fragments. Medical history, concomitant drugs and lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coil). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.